Event description:
It was reported that high impedances ¿above 40000¿ ohms were measured on all four of the lead¿s contacts. X-rays were reportedly taken of the patient, however, the results were not provided at the time of report. The patient¿s physician reportedly ¿suspected¿ the lead was configured incorrectly and may have resulted in the impedance issue. The patient was not to be reprogrammed for a month following the initial report, however. The patient was alive with no injury at the time of report. The patient was also found to have had ¿no issues¿ and ¿no side effects¿ when screened and was to have their device ¿switched on for four weeks¿ as was notably the usual procedure for the patient¿s therapeutic indication. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
: This device was used for an off label indication. The therapy the device was used fro was lgw. Concomitant products: product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: 3389, lot# serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).